Manufacturer narrative:
This device is classified as import for export, therefore 510k is not applicable. Model fb-15v is available in the USA with a 510k number k951199. We checked the returned unit and confirmed that the cfb image failure. Based on the result, we concluded that it was caused due to the excessive force applied on the cfb. Based on the technical report and/or the risk analysis results, it was evaluated to submit MDR.

Event description:
The time of event is unknown. There was no report of patient harm. Fiber image failure(broken).